Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h11. Corrected: d4 (serial #). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; d4; d9; g1-2; h2; h3; h4; h6 the subject devices were not returned to the post market surveillance team for evaluation, and no pictures were provided to support claim. The bolt was removed, and the patient condition was fine. The program development associate confirmed the reported event. There was no deviation from the workflow. The patient had a previous craniotomy performed so the patient condition may have contributed to the bolt plunging, but this cannot be determined to be the definitive cause for the reported event. Device history records were reviewed and no discrepancies related to the reported event were found. Based on the investigation, the reported event was verified only by the program development associate. However product was not returned for evaluation, no pictures or additional information was provided. A definitive root cause could not be identified with the information available. There is no evidence confirming that the rosa devices malfunctioned or contributed to the adverse event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp (B)(4). D4 (serial number): (B)(6). H3: the customer has indicated the product will be returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw driver (not zimmer biomet's) was getting stuck on three (3) different adaptors. The resident had to push harder for bolt to pass through adaptor and then bolt plunged. The case had to be canceled. Three (3) electrodes had been placed and got removed before craniotomy that needed to occur as the bolt was very deep inside the brain. The bolt was retrieved. No additional procedure has been scheduled or performed to date. Attempts have been made and there is no further information at this time.